Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer treated with insulin shots. Customer was in the hospital the other day for surgery. Customer stated insulin pump had pump error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on u1 keypad assembly. Pump error 53/4 alarm found in the device history due to software error. No unexpected device test failed alarm noted during testing.